Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver was analyzed. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of disc coloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have one indentation at the midpoint of the grip tips. The grips were not found to be bent, and additional damage wasn't found at the distal end. The components adjacent to the indented grip tips showed. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the customer informed the reported issue was found during a training demo. The demo was completed with a backup instrument of the same kind. There were no fragments that fell into a patient as there was no patient involved. In addition, there were no delay was experienced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the cable was broken at the wrist of large needle driver. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.